Event description:
Customer called to report the pump's driver block had a broken metal washer. It was stated that customer was cleaning the lead screw and noticed a broken metal washer sitting in the reservoir compartment.